Event description:
Customer reported that she suspects the blood glucose meter on the pdm is not working properly. The meter does not read the strips when they are inserted and the pdm does not turn on when she inserts the strips. She confirmed that she has tried several different vials of strips. The customer also explained that when she enters the carbohydrates, the pdm goes to another screen or resets itself. The customer confirmed that the pdm has not been dropped or stressed, not in direct sunlight, carried in zipper case, and she is using energizer max batteries. Customer said her blood glucose level was high but she was not able to check it with the pdm so she was unable to provide an exact value. The product will be returned for evaluation.

Manufacturer narrative:
The returned product was evaluated and determined to have a fractured solder joint on one of the sensors. This root cause is confirmed as having prevented the blood glucose meter from working properly. After the malfunction was fixed in the lab and test strips were re-inserted the pdm recognized the test strips and gave acceptable readings. Lab testing found no power issues or problems with the pdm going to different screens when entering carbohydrate information. In conclusion, the fractured solder joint resulted in the bg meter failing to function properly and therefore a device malfunction is found to have occurred. The reported symptom (bg meter not working) has not exceeded internally defined alert and action limits per insulet's internal risk analysis. The reported symptom alert and action limits will continued to be monitored. The lot qualification records were reviewed and found to have met all acceptance criteria.